Event description:
It was reported that the device was sent in for an unknown repair. There was unknown patient involvement. The device evaluation found the device failed the flow accuracy test; the device over infused.

Manufacturer narrative:
One device was received for evaluation. Functional testing found that the pump can't hold data, which points to a faulty printed wire assembly (pwa). The pump was tested for flow accuracy and failed (overdose). The expulsor and the pwa board were replaced to address the issues. The service history review had no indication that the complaint was related to a service of the device within the review period.